Event description:
It was observed that the bottom of the dl-coil base part broke down after 3-6 months of use. The dl-coil had a #2 strength magnet. The dl-coil was replaced. No injury (i.e. Skin laceration) or skin irritation over the implant area has been reported.

Manufacturer narrative:
Conclusion: the device investigation revealed several mechanical damages on the top and bottom housing parts of the concerned device. Furthermore, the damage observed at the magnet locking mechanism is indicative of mechanical stress being applied to the device. These damages were possibly induced by inadvertent rough handling. No indication could be found that the device contributed to the found damages. This is a final report.

Manufacturer narrative:
The device has not been returned. If it is returned to the manufacturer for evaluation a device failure analysis will be submitted as a follow up report.

Event description:
It was observed that the bottom of the dl-coil base part broke down after 3-6 months of use. To date no injury (i.e.. Skin laceration) has been reported. The dl-coil was replaced.